Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28, lot# va0tryj, implanted: (B)(6) 2015, explanted: (B)(6) 2017. Product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that with the patient¿s first implant, the lead broke. The patient reported that it occurred ¿probably in (B)(6) 2016.¿ no patient symptoms were reported. No further complications were reported.